Event description:
The initial reporter stated they received discrepant results for one patient sample tested with mg2 magnesium gen.2 and a second patient sample tested with phos2 phosphate (inorganic) ver.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. No units of measure were provided for the affected tests. An aliquot of the first sample processed on a modular pre-analytics system was tested on the c702 analyzer, resulting in an initial magnesium value of 0.11. The primary tube of the sample was repeated on the c702, resulting in a value of 0.86. The aliquot tube was also repeated on a second analyzer, resulting in a value of 0.88. An aliquot of the second sample processed on a modular pre-analytics system was tested on the c702 analyzer, resulting in an initial phosphate value of 4.76. The primary tube of the sample was repeated on the c702, resulting in a value of 1.05. The aliquot tube was also repeated on a second analyzer, resulting in a value of 1.06. The magnesium reagent lot number was 643788 and the phosphate reagent lot number was 633954. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer found a dripping detergent nozzle. The cell rinse tubing was clogged. The tubing was cleaned and decontaminated. Precision on control recovery was within the customer's expectations. The investigation determined the service actions resolved the issue.